Manufacturer narrative:
The device has been returned for investigation. We have not performed device history record review in this case. The investigation of the returned device has not yet been completed, therefore, no root cause has been determined. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
It was reported that the after the failure attempt, the stent dislodged from the graftmaster stent delivery system (sds) balloon. The patient was treated with medication and was sent for surgery. No additional event or patient information is available.